Manufacturer narrative:
(B)(4)

Event description:
It was reported when an asymptomatic patient presented to the clinic during a follow-up, post-paced t-wave oversensing was observed on the ventricular channel. Programming changes were made during the device check.

Event description:
New information received states new t-wave oversensing episodes were noted at the latest in-clinic check-up. The patient remained asymptomatic. A new programming change was recommended. No further information is available.

Event description:
New information received states that programming changes were made on the device.